Event description:
It was reported that using a femoral artery access approach during a procedure of the proximal left anterior descending (lad) artery, the mini trek balloon dilatation catheter (bdc) over a whisper guide wire was positioned and an inflation attempted but the balloon could not be visualized under fluoroscopy. The stopcock was removed and an inflation was again attempted but the balloon did not appear under fluoroscopy to be inflated. The indeflator was pulled negative and blood return was noted in the inflation lumen. The device was removed from the anatomy without issue. A non-abbott stent delivery system (sds) was used to complete the case; it was noted that the balloon was visualized under fluoroscopy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Weight rounded, actual weight is (B)(6). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.